Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 did not stay anchored in the meniscus. Both implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.